Event description:
An 89 year old with history of congestive heart failure, anemia, cellulitis and pacemaker dependent for sick sinus syndrome found in asystole on 8/20/1998. No pacemaker spikes seen on electrocardiogram. Advanced cardiac life support unsuccessful. Pt expired. Cause of death: congestive heart failure, urinary tract infection, probably pacemaker failure.